Event description:
Customer received blood result of 330mg/dl from his breeze2 meter and then ran a second test on a different meter and received 159mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Replacement strips and meter sent to customer and he is expected to return his strips for eval.